Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found additional relate reports against the provided product code, lot number combination. A device history record (DHR) review was conduct previously on (B)(4). Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address metal-on-metal reaction. Update rec¿d (3/26/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. There is no new information that would affect the outcome of the investigation. The complaint was updated on: 04/24/14. Update ad 06 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions before first revision. After review of medical records, patient was revised to address failed right total hip arthroplasty with metal on metal total hip arthroplasty. Operative findings reported metallosis with large trochanteric fluid collection and pseudo bursal collection. Minimal staining of the intra-articular tissues. MRI stated increase metal ion levels but no laboratory findings was attached. Added stem to address elevated metal ions. Added patient's date of birth, revision hospital, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2006 - dor: (B)(6) 2013, (right hip). Patient is bilateral. See (B)(4) for the left hip. See (B)(4) for the second revision right hip. Re (wipro).